Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer stated that the sensor was off by 70-100 points. The customer's sensor glucose was 68 mg/dl at the time of incident. The sensor will not be returned for analysis.